Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
Reporter stated the infusion sets have leaked insulin between the cannula and self-adhesive for 3-4 months. The patient experienced hyperglycemia of up to 400 mg/dl as a result, and he delivered insulin via the infusion device and pen as treatment. The infusion sets were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).